Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified solutions leaked from the valve port (¿typically port 2¿) during use of an em2400 valve set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured between 22nov2021 and 23nov2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.